Event description:
The company was informed that after initial implant surgery the patient reportedly experienced facial weakness. The patient was treated with medication. The patient has reportedly recovered. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.